Manufacturer narrative:
Troubleshooting performed; no improvement noted. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the freccivision monitor displayed images slower than the control room monitor on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.